Manufacturer narrative:
Manufacturing review: the sample was not returned for the evaluation. Lot history review revealed there a total of 2 complaints for lot gfzd1303 and they are related to the allegation of reocclusion. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned by the user facility. It is known that the patient¿s proximal left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. It was reported approximately 9 months post index procedure, a successful revascularization was performed due to the target lesion reoccluding again. Approximately 18 months post index procedure, target lesion reocclusion was identified and a revascularization was performed, but the revascularization was not successful. It was reported that duplex ultrasound (dus) imaging identified the target lesion was still reoccluded 24 months post index procedure. It was further reported that a revascularization was performed with another unsuccessful result. A definitive root cause could not be determined based on the information provided. It is unknown if patient and/or procedural issues contributed to the reported event. Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the proximal left superficial femoral artery (sfa). Approximately 5 months after the index procedure, the patient¿s proximal left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. It was reported approximately 9 months post index procedure, a successful revascularization was performed due to the target lesion reoccluding again. Approximately 18 months post index procedure, target lesion reocclusion was identified and a revascularization was performed, but the revascularization was not successful. It was reported that duplex ultrasound (dus) imaging identified the target lesion was still reoccluded 24 months post index procedure. It was further reported that a revascularization was performed with another unsuccessful result. No further adverse events reported.

Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed one additional reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters was used to treat the target lesion located in the proximal left superficial femoral artery (sfa). Approximately 8 months after the index procedure, the patient¿s proximal left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.